Manufacturer narrative:
The full lead was returned in segments, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. Analyst noted that partly of the stylet still stuck in the proximal portion and it cannot be removed. There was dried blood obstructed in distal conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the lead was positioned, and attempt to withdraw the stylet was not possible. During attempt to withdraw the stylet the physician cut the ipl. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.